Manufacturer narrative:
Device evaluation summary: this valve was reportedly explanted at implant due to a central leak grade I-ii. No echocardiography recording was provided, thus the reported central leak in vivo could not be confirmed. Edwards standardized in vitro testing showed that device functioned within product specifications. The leaflets coapted normally, no appreciable central leakage path was detected in the in vitro testing. The significant reduction in leakage after sealing confirmed the non-central origin of the majority of the initially observed leakage. Additional manufacture narrative - the reported central leak was not confirmed through device evaluation. The information from hcp indicates that the echocardiography was performed before the administration of protamine. Transient, non-central leakage through the sewing ring and stent subassembly areas is typical for this type of bioprosthesis during the implant procedure; and would be expected to reduce to a negligible level shortly after the reversal of heparin with protamine in the later stages of the operation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm aortic valve that was explanted at implant due to central regurgitation. The patient underwent full sternotomy replacement of mitral and aortic valves. It was noted that there was distortion of the annulus at the left coronary following mvr and for that reason parallel to annulus sizing was not possible. The valve showed regurgitation on tee prior to protamine administration. The patient was reported as stable.

Manufacturer narrative:
Additional manufacturer narrative: the reported device has been returned to manufacturer but evaluation has not yet been completed. Additional information will be reported when received.